Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the facility had a power down, but the stations were provided with alternate power source. The stations were on but are on disconnect mode. The it department check confirmed that it was still running. The issue was causing a delay in logging and the staff have to add temporary patients for dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication issue. The senior integration engineer dialed into the bd dell support server bd-supportvm, accessed esxi server and found all vm's are not powered on, turned on all vm servers and all prod and test cce and aio servers are now back online. The technical support specialist checked and confirmed that the aiop status in rss is now 'online', dialed into the aiop server, checked all bd services and confirmed these are all up and running. The system functioned as intended after the specialists troubleshooted the device.